Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. The analyst noted the returned stylet was found fully inserted inside the lead. It is normal for stylet handle to remain 3 centimeters from the lead connector pin. The returned stylet was bent near the handle (damaged at implant attempt), however this does not affect insertion of the stylet.

Event description:
It was reported that during an attempted implant, the physician was unable to insert the stylet fully within the lead and placement difficulty was noted. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.